Event description:
It was reported that the patient was elevated on the transplant list due to a coagulase-positive staphylococcus (cops) driveline infection that began on (B)(6) 2024, with redness, drainage, and pain at the driveline exit site, and was treated initially with doxycycline and augmentin (amoxycillin/clavulanic acid). The patient underwent the heart transplantation on (B)(6) 2025, although it was unclear if this resolved the infection. The device was noted to have operated as expected and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.